Event description:
Subsequent to the initial MDR, a correction is required. Please disregard this report as this is a duplicate and the event has already been reported on MFR# 3004753838-2025-274290.

Manufacturer narrative:
Subsequent to the initial MDR, a correction is required. Please disregard this report as this is a duplicate and the event has already been reported on MFR# 3004753838-2025-274290.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, they experienced a skin reaction with itching and redness, covering an unknown part of the skin. Initially, the reaction started 8 days after the first dexcom sensor application. During this sensor application the reaction would have occurred after 72 hours, with an increasingly intense pruritus. The patient applied a cavilon spray and took antihistamines (unknown route and unknown if this was prescription only). The patient was seen by a healthcare provider and an allergy test was done which would have shown a ¿clear sensitization to the dexcom sensor¿ and to unmodified rosin. No photo was provided. There was no documentation of medical intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.